Event description:
According to the reporter, on (B)(6) 2022, the new change of catheter (place of insertion was vfe left femoral vein) also had a low flow issue, the venous pathway did not function properly and alteplase thrombolytic agent was needed as medical intervention due to the event. Blood pump flow was 280 ml/min and effective flow was 250 ml/min. Last kt/v (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.74 on (B)(6) 2022. The catheter was not repaired and had no leak. Quantity of short stay catheters that the patient had used were seven with placement sites 1 vscd (right subclavian vein), 3 vjid (right internal jugular vein), 1 vfd (right femoral vein) and 2 vfe (left femoral vein) while the quantity of long stay catheters that the patient had used were four with placement sites 1vjid (right internal jugular vein), 1vfd (right femoral vein) and 2 vfe (left femoral vein). Additionally, the catheter was a recalled product under recall fa1244. The event did not lead to or extend patient hospitalization. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6), the new change of catheter (place of insertion was vfe left femoral vein) during the start of hemodialysis, also had a low flow issue, the venous pathway did not function properly and alteplase thrombolytic agent was needed as medical intervention due to the event which resolved the issue. Blood pump flow was 280 ml/min and effective flow was 250 ml/min. Last kt/v (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.74 on (B)(6) 2022. The catheter was not repaired and had no leak. It was said that the line was difficult to wash with syringe. No visible defects or damage were found in the "venous pathway" where the low flow was observed. No visible defects/damage were found on the product. Tego was not utilized and there was no luer adapter issue. No other products were being used with the device. There was an unknown amount blood loss but no blood transfusion was required. Dialysis treatment was not completed. Quantity of short stay catheters that the patient had used were seven with placement sites 1 vscd (right subclavian vein), 3 vjid (right internal jugular vein), 1 vfd (right femoral vein) and 2 vfe (left femoral vein) while the quantity of long stay catheters that the patient had used were four with placement sites 1vjid (right internal jugular vein), 1vfd (right femoral vein) and 2 vfe (left femoral vein). Additionally, the catheter was a recalled product under recall fa1244. The event did not lead to or extend patient hospitalization. It was said that the catheter was still used despite of the issue but was no longer possible to be used after several frustrated attempts. It cannot be replaced because they did not receive the new catheter. It was said that another contacted supplier was unable to deliver the catheter fast. The catheterwas then removed on (B)(6) and the patient did not have a catheter replacement to solve the problem. The patient was maintained in a conservative treatment with evident life risks. Also, it was no possible to refer to a peritoneal dialysis or urgent txr. There was no reported patient injury.

Event description:
According to the reporter, on (B)(6), the new change of catheter (place of insertion was vfe left femoral vein) during the start of hemodialysis, also had a low flow issue, the venous pathway did not function properly and alteplase thrombolytic agent was needed as medical intervention due to the event which resolved the issue. Blood pump flow was 280 ml/min and effective flow was 250 ml/min. Last kt/v (k- dialyzer clearance of urea, t- dialysis time, v- volume of distribution of urea) was 1.74 on (B)(6) 2022. The catheter was not repaired and had no leak. It was said that the line was difficult to wash with syringe. No visible defects or damage were found in the "venous pathway" where the low flow was observed. No visible defects/damage were found on the product. Tego was not utilized and there was no luer adapter issue. No other products were being used with the device. There was a blood loss but no blood tra nsfusion was required. Dialysis treatment was not completed. Quantity of short stay catheters that the patient had used were seven with placement sites 1 vscd (right subclavian vein), 3 vjid (right internal jugular vein), 1 vfd (right femoral vein) and 2 vfe (left femoral vein) while the quantity of long stay catheters that the patient had used were four with placement sites 1vjid (right internal jugular vein), 1vfd (right femoral vein) and 2 vfe (left femoral vein). Additionally, the catheter was a recalled product under recall fa1244. The event did not lead to or extend patient hospitalization. It was said that the catheter was still used despite of the issue but was no longer possible to be used after several frustrated attempts. It cannot be replaced because they did not receive the new catheter. It was said that another contacted supplier was unable to deliver the catheter fast. The catheter was then removed on (B)(6) and the patient did not have a catheter replacement to solve the problem. The patient was maintained in a conservative treatment with evident life risks. Also, it was no possible to refer to a peritoneal dialysis or urgent txr. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.